Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a sample of a donor unit yielded a false negative result with seraclone anti-k. The customer did return the supposedly defective product but not the donor sample that had caused a false negative test result. Testing in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our final report on this incident

Event description:
The customer reported that a sample of a donor unit yielded a false negative result with seraclone anti-k. The customer did return the supposedly defective product but not the donor sample that had caused a false negative test result. Our quality control laboratory tested the returned seraclone anti-k material in comparison with their retained sample of seraclone anti-k of the same lot and also in comparison with another lot. The returned customer sample of seraclone anti-k showed results that were comparable to the retained material and to the second tested lot in all tests. All positive reactions were correct and clearly positive. Additionally, the allegedly defective seraclone anti-k sample was tested with kk red blood cells. All positive reactions were clearly positive. We did not yield any false negative test results. Furthermore the titer of the allegedly defective sample and the two other lots was determined. All three samples showed a comparable titer and the minimum titer of 1:16 was exceeded. Testing in our quality control laboratory showed that the allegedly defective lot of seraclone anti-k functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported that a sample of a donor unit yielded a false negative result with seraclone anti-k. The customer did neither return the supposedly defective product nor the donor sample that had caused a false negative test result. Testing of the retained seraclone anti-k sample in our quality control laboratory is still ongoing.